Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose test result range is 120 to 160mg/dl. Customer feels dizzy and observed symptoms of not being able to balance, slurred speech, excessive urination, and excessive thirst. Customer sought medical advice of primary care physician; who stabilized patient's blood glucose levels and prescribed insulin. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is not verified. Recall test results performed fasting from meter memory (date / time not set): (B)(6).

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose test result range is 120 to 160mg/dl. Customer feels dizzy and observed symptoms of not being able to balance, slurred speech, excessive urination, and excessive thirst. Customer sought medical advice of primary care physician; who stabilized patient's blood glucose levels and prescribed insulin. Storage of test strips not verified. Test strip lot MFR's expiration date is 10/24/2017 and open vial date is not verified. Recall test results performed fasting from meter memory.

Manufacturer narrative:
Product not yet returned for evaluation: (B)(4).